Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 230 mcg/day. It was reported that the patient had an MRI on 2020-oct-16 and the pump stalled at 8:21 pm and recovered that evening at 8:40 pm. The patient then had a second MRI on 2020-oct-17and did not have their pump checked post-MRI. The hcp then went to perform a refill on the patient today (2020-dec-30) and saw the alert that the pump has been stopped since 2020-oct-17. The hcp then proceeded with the refill and pulled out "exactly" what she expected. She checked the pump logs again and it showed a motor stall recovery for today's day, the first the time pump was read post-MRI. Technical services educated the caller that the pump was in telemetry mode and that this can happen if they do not have their pump checked post-MRI. The caller plans to fill the pump with baclofen and proceed with therapy. They confirmed the patient has not had symptoms.